Manufacturer narrative:
During the device evaluation, packaging damage was determined to be a probable cause for the reported hole in the packaging. A nonconformance was opened to evaluate the event.the hood will not be returned to the user facility, as it not a repairable product.

Event description:
Upon follow up the user facility reported that during setup prior to a surgical procedure, a small opening slightly bigger than a pin hole, not a hair, was found in the sterile packaging of the hood. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that when opening a package prior to a surgical procedure at the user facility, a hair was found in the sterile packaging of the hood. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.